Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -8.5 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, elevated iop. On (B)(6) 2017, the lens was exchanged for shorter lens. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation-lens was returned with clear surgical residue/debris on product in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).